Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that patient was put on aspirin (asa) during additional medical intervention. The current state of the patient is unknown, and patient's anatomy was noted to be standard tortuous. The subject device was not returned for analysis. Therefore, the as reported codes radiopaque (ro) marker(s) detached/separated/not visible under fluoroscopy, un-retrieved device fragments cannot be confirmed. It's likely that excessive force during the subject catheter retrieval, combined with the patient's tortuous anatomy, caused the failure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during an aspiration thrombectomy for middle cerebral artery (mca) occlusion, physician observed that the marker band on the tip of subject catheter was detached and left behind in the patient's vasculature. The procedure was completed, and the patient was administered aspirin (asa) post-procedure. No further information is available.

Event description:
It was reported that during an aspiration thrombectomy for middle cerebral artery (mca) occlusion, physician observed that the marker band on the tip of subject catheter was detached and left behind in the patient's vasculature. The procedure was completed, and the patient was administered aspirin (asa) post-procedure. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject catheter was not returned. Additional information provided by the customer indicated that patient was put on aspirin (asa) during additional medical intervention. The current state of the patient is unknown, and patient's anatomy was noted to be standard tortuous. The subject catheter was not returned for analysis. Therefore, the as reported codes radiopaque (ro) marker(s) detached/separated/not visible under fluoroscopy and un-retrieved device fragments cannot be confirmed. It's likely that excessive force during the subject catheter retrieval, combined with the patient's tortuous anatomy, caused the failure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.